Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: n/a, UDI#: (B)(4). The system was serviced in the field and the issue was confirmed. It was determined the network connector was broken. The network connector was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The site reported network connection problems. The navigation system network connector was broken. The next steps would include a site visit.